Manufacturer narrative:
Visual inspection confirmed that tibial articular surface provisional (tasp) bottom fractured on the lateral side of the post and tasp top fractured on the medial side of the post. There are notable nicks and scratches on both surfaces of the tasp bottom. These lots have been in the field for more than one year and 10 months; however, it is unknown how many times these devices were used. These devices are used for treatment. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint was manufactured before the design modification. The root cause is a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the knee provisional fractured during surgery.